Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). G3 date received by mfg - correction the the date in the initial MDR, should be 01/04/2023.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient's cgm readings was 282 mg/dl and the patient decided to administer 20 units of insulin. At around 8:00 or 9:00 pm, the patient's blood sugar was dropping rapidly, and it was stated she became unresponsive and almost went into a diabetic coma. The patient's grandson called the patient's spouse, letting him know that the patient was unresponsive, and the patient was given orang juice and a doughnut. The patient's spouse was 5 blocks away at the time of the incident and rushed over to their house and brought the patient to the emergency room. At an unspecified point in the hospital, the cgm was reading 190 mg/dl and the blood glucose reading was 58 mg/dl. There was no documentation of any medical interventions done while in the hospital, and there was no information on when the patient left the hospital, but at the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.